Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head will not interrogate non-wirelessly and the rf head uplink functional test was out of specification due to the rf head cable. Concomitant product: 229047 analyzer. (B)(4).